Manufacturer narrative:
Citation: du f et al. Incidence and predictors of permanent pacemaker implantation in patients who underwent transcatheter aortic valve replacement: observation of a chinese population. Cardiology. 2020;145(1):27-34. Doi: 10.1159/000502792. Epub 2019 nov 13. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the incidence of permanent pacemaker implantation and identified the predictors in a population of patients with either a bicuspid or tricuspid aortic valve who underwent transcatheter aortic valve replacement (tavr). All data were retrospectively collected from a single center between march 2013 and october 2018. The study population included 256 patients and was predominantly male with a mean age of 77 years. An unidentified number of patients were implanted with medtronic corevalve transcatheter bioprosthetic valves. No serial numbers were provided. Among all patients, 23 deaths occurred within one-year after tavr. Multiple manufacturers transcatheter valves were involved in the study and no further details about the deaths were provided. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: new permanent pacemaker implantation within 30 days after tavr (mean duration from valve implant to pacemaker implantation was 8.7 days). Indications for pacemaker implantation were complete heart block/third-degree atrioventricular block, left bundle branch block, and atrial fibrillation. Other adverse events that were observed: conversion to open-heart surgery, stroke, non-disabling stroke, high or low valve implant, and new onset left bundle branch block or atrial fibrillation without pacemaker implantation. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.